Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the operating room (or) undergoing aortic valve replacement (avr) for recently diagnosed severe aortic insufficiency. Patient has a history of congenitally corrected transposition. Upon entry into chest with sternal saw the surgeon described that he felt as though the saw came into contact with the ventricular assist device (vad). Immediately following this there was an electrical fault alarm, followed by a vad stop alarm. The pump did restart and then was followed by a sustained electrical fault alarm. Log files sent in for analysis. Analysis as follows "the pump is currently running in single stator operation. An electrical fault alarm was logged for rear phase c (red wire) indicating potential damage to the driveline or connection". Upon further dissection into chest there was obvious damage noted to the outer sheath of the driveline with wire involvement. The patient was cannulated for cardiopulmonary bypass (cpb) and the vad was turned off. Avr performed and a vad exchange performed following a vr, utilizing existing sewing ring. End to end anatomies of the outflow graft (ofg) to previous ofg. The patient was weaned off cpb, vad support initiated and patient transported to the intensive care unit (ICU) following the procedure with open chest, stable hemodynamics and vad parameters. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p erformance of the pump in relation to the reported event. The reported driveline damage could not be confirmed since only a section of the driveline was returned for analysis; the returned section did not reveal the reported cut. The reported "electrical fault" event was confirmed via review of the controller log files which revealed parameters within normal operating range for 14 days prior to the event date. 2 electrical fault alarms and 1 vad stopped alarm were logged on the event date. The first electrical fault alarm was logged on october 26, 2017 at 10:16:31, indicating a rear over current trip and motor stators failure, with a simultaneous vad stopped alarm logged. Electrical fault alarm due to an open phase was logged at 10:17:04 indicating that the pump was running on a single stator. Failure analysis of the returned pump revealed that the device passed functional testing, dimensional verification, and visual examination. Pathology report revealed that there was no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. It was stated that during aortic valve replacement (avr) surgery, the patients vad was damaged with sternal saw upon entry into the chest, causing driveline damage. Based on the available information, the most likely root cause of the reported event may be attributed to the accidental damage induced to the drivelin e during avr surgery.. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.